Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, automatic mode switch (ams) was noted on the device due to oversensing of electromagnetic interference. The patient was asymptomatic during ams episodes.